Manufacturer narrative:
The customer could not troubleshoot at the time she reported the issue and was requested to call back if the problem persisted. In follow up with the customer, she indicated that the mastitis is healed and she will no longer be using a breast pump. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that she had low suction on her pump in style breast pump. She reported that she was diagnosed with mastitis on (B)(6) 2017 and is currently on antibiotics. She also indicated that she is renting a hospital grade pump and is feeling much better.